Event description:
During a laparoscopic gastric bypass the stapler was difficult to fire and the distal staple line did not form properly. The case was completed with a similar device with no patient consequence.